Event description:
It was reported that during a rectum resection, the surgeon used the device for anastomosis. After firing the device, the surgeon found only one end of the rectum was anastomosed; another end could not be anastomosed but cut. No staples were found on the tissue. The surgery was delayed 40 minutes and the patient lost 50 ml blood. At last, the surgeon used hand sewing to complete the procedure. Now the patient is fine.

Manufacturer narrative:
(B)(4). Additional information requested and the following response received on (B)(4) 2010: the analysis results showed that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.